Manufacturer narrative:
Batch review performed on 02-may-2025 lot 2403164: (B)(4) items manufactured and released on 30-apr-2024. Expiration date: 17-apr-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional components involved and revised: batch review performed on 02-may-2025. Gmk-spherika 02.12. E003rp patella resurfacing size 3 e-cross (k202022) lot 2347637: (B)(4) items manufactured and released on 27-feb-2024. Expiration date: 12-feb-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12. Ka06l femoral component spherika cemented s6l (k211004) lot 2338093: (B)(4) items manufactured and released on 15-feb-2024. Expiration date: 27-jan-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.e0517fl tibial insert fixed sphere flex size 5/17 mm l e-cross (k202022) lot 2243430: (B)(4) items manufactured and released on 24-jan-2023. Expiration date: 04-jan-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had a primary knee surgery on (B)(6) 2024. On (B)(6) 2024, the patient came in reporting instability and the cause was unknown. The surgeon revised successfully the liner. Presently, on (B)(6) 2025, the patient was reporting discomfort and the inability to get full flexion. The surgeon removed all components and implanted successfully competitor components.